Event description:
As reported by the user facility: customer verbalized that the pump was set at 75 ml/hour, however, the pump infused 700 ml over 60-90 minutes. Call back received from customer with the additional information she could provide: tubing was not saved. Customer verbalized "the pump was beeping; when the lpn investigated the tubing looked strange but the lpn could not identify why it looked strange. Normal saline was the medication." Ref MFR report 9610825-2014-00170.